Manufacturer narrative:
Result of investigation: vyaire medical's failure analysis lab was unable to duplicate the reported complaint due to physical damage. The issue was resolved by the customer using their warrant stock for product replacement.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault, low minute ventilation, and low peak inspiratory pressure while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.